Event description:
The reporter states that the lancet will not retract into the softclix lancet device after firing. No accidental stick or adverse event was reported. The accu-chek customer care service sent new device and requested return of suspect device.